Event description:
A report was received that the patient was having difficulty charging due to swelling at the pocket site. The physician discovered that the ipg site was infected and prescribed cephalexin and topical neosporin antibiotics.

Manufacturer narrative:
Additional information received indicated that the physician does not believe that the infection was device related. A review of the manufacturing documentation of the device found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the device found them to be satisfactory.

Event description:
A report was received that the patient was having difficulty charging due to swelling at the pocket site. The physician discovered that the ipg site was infected and prescribed cephalexin and topical neosporin antibiotics.